Event description:
Patient representative reported patient ¿continues to suffer from mental stress, anxiety, worry, humiliation, fear, concern and other personal hardship due to the continuous fear of biaalcl,¿ ¿suffered emotional distress, anxiety,¿ ¿loss of quality of life,¿ ¿suffered, or will suffer, painful removal procedures to mitigate the risk of developing bia-alcl, as well as any treatment, therapy, recovery ¿ associated with the removal of the biocell textured breast implants,¿ ¿the potential for the development of bia-alcl, and any condition or symptoms associated with bia-alcl or the prevention of that issue¿ and ¿suffered debilitating physical pain.¿ patient representative also reported patient experienced "depression¿ and ¿disability;¿ these events are not related to the device.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Additional, changed, and/or corrected data: b.3., b.5., d.6., g.1., g.3.

Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. In response to FDA report number mw5085148. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation is "fluid around my left side, baker iii capsular contracture, and double capsules."

Event description:
Patient reported left side "fluid around my left side, baker iii capsular contracture, and double capsules." Device has been explanted.